Event description:
On 3/4/02, nidek, inc. Learned of the following event from a cdrh medwatch report rec'd from golf surgical center. The event occurred during a lasik procedure on the pt's left eye. After the corneal flap was made by the nidek mk-2000 microkeratome, the pt had a large corneal abrasion. The blade was sent to the MFR for further eval.